Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product was received for evaluation. Visual and functional testing were performed. Upon inspection, the device's seals were both removed. The top case lower left corner, battery door, bottom case pole clamp, right case by upper screw holes were cracked. The technician performed occlusion and end of syringe tests. However, the technician was unable to duplicate reported event. The root cause of the reported issue was unable to be determined. The speaker was replaced as precaution. The device passed functional and delivery tests. There's a corrective action and preventive action (CAPA) for the reported event.

Event description:
It was reported that the device alarmed during primary audible alarm background (bgnd) test. No patient injury was reported.